Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. -where was the foreign material found? (Inside the sterile barrier or outside of the sterile barrier?)=>insiede the sterile barrier. -are there any photos of the foreign matter available?=>yes. There is a blue foreign matter and a hairlike matter. -is it possible that the foreign material fell into packaging upon opening of device?=>no, the package is unopened. -was the product seal on the foil still intact when the package was opened?=>the package is unopened. -please perform and document the follow up attempt for product return. We regularly contact with sales rep about the device returning. H3 evaluation: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that a device was returned sterile with no apparent damage. Upon visual inspection of the package, a hair and a blue foreign matter were noted inside of the package. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on how the foreign matter was introduced inside the sterile package, it is possible that the hair adhered to the device during the packaging process due to static. The reported complaint was confirmed. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by a sales rep that, it was found that there had been a foreign hair in the sterilization package. Further details are not provided from the hp. When we send the sample to you, we will let you know its return date and tracking number. There were no adverse consequences to the patient. Affiliate reference number is (B)(4).